Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: additional information received by an applied medical representative via teams (documented on email) on 16-mar-2026: the customer mentioned in their original request that: a rubber part of the shutter has detached from the device. Additional information received by an applied medical representative via email on 16-mar-2026: customer's original email. "[Translation]" reported issue: a rubber component of the obturator has detached from the device. Consequences: loss of one unit of reference cff73. Intervention: ni. Patient status: no patient injury or illness reported.